Event description:
Additional information was received. It was reported that the pain that the patient was experiencing was due to a urinary tract infection. The settings on the ins were changed and the patient was treated for the urinary tract infection.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
A patient reported poor communication with the patient programmer (pp). It was noted that they were implanted 2 days prior to the report and bandages were present, but there was no mention of swelling. Troubleshooting was done and the patient still encountered poor communication. The patient reported they were using their patient programmer because they were trying to increase stimulation. They said nothing was hurting, but the device was not working at its optimal effect because they had a bowel movement accident on the day of the report. The patient said their bandages were going to be taken off in two more days. The pp use and how to sync up and increase stimulation to a comfortable level was reviewed with the patient. The implantable neurostimulator (ins) indication for use was not clear at the time of the report. Additional information from the patient reported "its not working." The patient programmer (pp) shows that it is sending an impulse, but there is no fluttering sensation and the patient has had several accidents. The patient stated that the therapy was perfect initially, after implant. They had an appointment with the surgeon about a month after the implant and told him that they had no accidents and told him it was fluttering comfortable at that time. The patient stated they had been using it at 1.5 for the last months. They tried going up a couple of times but it was uncomfortable. However, beginning two days prior to the report, the patient slowly moved it up to 2.2 and was not feeling any stimulation sensation. At the time of the report they did not feel stimulation. Changing programs was reviewed with the patient and they stated that they did try different programs, initially, but program 4 had been working perfectly for them. Further discussion stated that the patient was not positive that program 4 was the correct program they were supposed to be on and it was possible that they changed programs without realizing it. They had a feeling they were supposed to be on program 2. When trying to change the programs the patient had multiple occurrences of poor communication message during the report. They had some success without the antenna plugged in and was able to change to program 2 at 0.0, however, when they tried to increase stimulation they continued to get poor communication messages with and without the antenna. There were no traumas or falls to report and there were no changes or symptoms at the ins site. The patient would follow up with their healthcare provider (hcp) in regards to their therapy and how to use the patient programmer. The patient noted that they had the loss of therapeutic effect and stimulation sensation within the last few days, prior to the report of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.